Manufacturer narrative:
The reported events were dislodgement, loss of capture, and a helix mechanism issue. As received, a complete lead with a stylet and a clip-on-tool were returned in one piece for analysis. The reported event of no capture could not be confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Event description:
During an implant procedure, a high capture threshold resulting in a loss of capture due to a dislodgement of the right atrial (ra) lead was observed. The ra lead was attempted to be repositioned, but the helix failed to extend. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable.